Manufacturer narrative:
Corrected data adverse event and product problem to product problem. Investigation - evaluation: a review of the complaint history, device history record, documentation, drawing, manufacturing instructions, instructions for use, quality control data and trends, and functional testing of the unused returned product were conducted during the investigation. Visual inspection and functional testing of the returned device were performed. The trocar needle stylet was locked into the 16 gauge outer cannula. The investigator twisted the hub and, with some difficulty, the hub was unlocked and stylet removed from the outer cannula. The investigator was met with resistance and some excessive force needed to be applied to unlock the hub initially. Once the hub was unlocked the first time, the stylet slid easily in and out of the outer cannula and unlocking the hub again did not prove to be difficult. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The instructions for use (IFU) lists the intended use, precautions, instructions for use and how supplied for quick core biopsy needle set. Based on the provided information, inspection of returned product, and the investigation, the most likely root cause may be related to over-tightening of the trocar needle stylet hub to the cannula's luer locking hub. Per the risk assessment no further action is required. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported opening an unused quick-core coaxial biopsy needle set to evaluate for ease of use. The customer reported that the stylet is "extremely difficult to get it out." There was no patient contact, accordingly no adverse patient consequence. The device is anticipated to be returned for evaluation.